Event description:
It was reported that the gel in the bd vacutainer® cpt¿ nc ficoll¿ tubes had poor separator movement during centrifugation, and the pbmcs were not isolated as a result. The tubes were spun "30 min 1800 rcf" at room temperature, and red blood cell sediment rose above the gel; there was "no typical appearance of the ficoll and pbmc ring". This occurred on 30 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from german to english: "when centrifuging bd cpt tubes, the gel does not move so that pbmcs can not be isolated cpt centrifugation 30 min 1800 rcf at room temperature, but in 50% of the tubes the gel does not move. Rbcs sediment above the gel, there is no typical appearance of the ficoll and pbmc ring. Centrifuge was checked by technician lately."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gel in the bd vacutainer® cpt¿ nc ficoll¿ tubes had poor separator movement during centrifugation, and the pbmcs were not isolated as a result. The tubes were spun "30 min 1800 rcf" at room temperature, and red blood cell sediment rose above the gel; there was "no typical appearance of the ficoll and pbmc ring". This occurred on 30 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "when centrifuging bd cpt tubes, the gel does not move so that pbmcs can not be isolated. Cpt centrifugation 30 min 1800 rcf at room temperature, but in 50% of the tubes the gel does not move. Rbcs sediment above the gel, there is no typical appearance of the ficoll and pbmc ring. Centrifuge was checked by technician lately."